Event description:
A fresenius field service technician (fst) reported that thermal decomposition was discovered within the aquaa reverse osmosis (ro) system. The fst discovered the reported issue during machine repair. The fst was initially called onsite to evaluate the system after the motor protection switch (mps) and thermal overload relay tripped. A burning smell was noted from the thermal overload relay which could not be reset. Upon evaluation charred wiring was noted on the f1 mps in stage 1. The fst replaced the f1 mps, set the correct voltage on f1, and ran the ro system in supply mode for five minutes without encountering any issues. The q10 and q11 pump contactor relays in stages 1 and 2 were also replaced. The ro system was placed into heat disinfection and released to the customer to be returned to service. No samples were reported to be available to be returned to the manufacturer for physical evaluation. There was no reported harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h6 plant investigation: the reported event was confirmed by the manufacturer using the information and photographs provided by the customer. The cause for the identified thermal damage was likely a bad electrical contact at the motor protection switch. The contact resistance increased and the pump current led to increased thermal energy at the contacts points which overheated and damaged the cable lugs/wiring at the motor protection switch. Due to the bad electrical contact, a mains line could be missing and the thermal overload switch or the motor protection switch (depending on the operation mode) is loaded unbalanced and could trip. As a consequence the device operation was interrupted and the error codes were triggered. A contributing factor for a tripping motor protection switch or thermal overload relay could be also power issues (line fluctuations/blown fuse) which do cause higher currents. These constant high currents do also cause a triggered motor protection switch or thermal overload relay. This failure is a known issue. Corrective actions were defined and implemented. A new wiring design was released. According to the intake information the issue was resolved by replacing the motor protection switch, the contactors, and the wiring.

Event description:
A fresenius field service technician (fst) reported that thermal decomposition was discovered within the aquaa reverse osmosis (ro) system. The fst discovered the reported issue during machine repair. The fst was initially called onsite to evaluate the system after the motor protection switch (mps) and thermal overload relay tripped. A burning smell was noted from the thermal overload relay which could not be reset. Upon evaluation charred wiring was noted on the f1 mps in stage 1. The fst replaced the f1 mps, set the correct voltage on f1, and ran the ro system in supply mode for five minutes without encountering any issues. The q10 and q11 pump contactor relays in stages 1 and 2 were also replaced. The ro system was placed into heat disinfection and released to the customer to be returned to service. No samples were reported to be available to be returned to the manufacturer for physical evaluation. There was no reported harm to any patients or individuals because of this malfunction.